Event description:
Customer reported a tear on the left side canopy and there is damage to the pull tab. Customer could not provide a date when the issue was discovered. No patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found that on both patient access windows, the zipper slider bodies are open. The elastic torn on the leg covers and a zipper slider body is missing. (B)(4).